Event description:
The reporter/school nurse contacted animas on behalf of the pt alleging that the pump was not responding to button presses and was frozen. The reporter denied that the pt suffered any adverse blood glucose events due to the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The alleged issue was not resolved with troubleshooting. No corrosion or cracks in casing were found. The battery cap was securely fitted.